Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the reason for the implant was due to what happened during a hysterectomy surgery. The surgeon was not aware that the patient had fibroid and that was cut and the surgeon used electrocautery to zap it and since then the patient had had urge incontinence issues. As a result of the hysterectomy she needed a blood transfusion. She had zero results with the trial however she had no other options so she received the implant. The patient experienced a loss or change of therapy. She couldn't increase program 1 above 1.0 as it was too painful and program 2 and 3 did not work, as they only had 10%, so now she was on program 4 and she couldn't go above 0.8 as it was too uncomfortable. She had been going to the bathroom every hour however when she switched to program 4 the patient reported two instances of improvement: she went about her daily activities and when she got home she would continue with her activities and she noticed that 5 hours had gone by and she didn't have any urges. She was worried about the night however she was able to increase the time in between voids by 40 minutes. Currently stimulation was felt. She couldn't increase higher because it was uncomfortable and when she was speaking to a manufacturing representative (rep) she was directed to switch to program 4 and increase just a little. It was uncomfortable and she tolerated it for a while and then decreased it and then after 2-4 days was able to increase it. She also does her own bladder training, in which she would wait when she got the urge and even though it was painful she would still wait and talk to her bladder. It was also mentioned that when she was on program 1-3 the stimulation was painful when she was sitting in a car. The patient was going to follow up with the healthcare professional (hcp). The issues of only 10% improvement on program 1-3 and discomfort with stimulation while sitting in a car started since implant, (B)(6) 2016. Additional information received on (B)(6) 2016 from the patient reported that different programs were initiated and the patient had three episodes of symptom relief with program 4. The 10 percent improvement and uncomfortable/painful stimulation was not entirely resolved. A manufacturer representative had worked with the patient to try to get optimal relief of symptoms. She was going to see her doctor next week and the manufacturer representative would meet her at that visit and would probably reprogram the implant. Additional information received on (B)(6) 2016 as patient reported stimulation was still not controlling symptoms. Patient had a gradual return of symptoms voiding every 1.5 to 2 hours and stimulation was making toes curl. Stimulation was not turned on after implant and they were wondering if it was supposed to be turned on. Patient was asked to turn the stimulation off and to take break for two weeks. Patient was told that it was ok for the stimulation to make their toes curl. When the unit was off for 2 weeks they had 3 hours of relief and then 4 hours of relief. They went for x-ray last and was told the wires have not moved. Patient was wondering of having another lead on other side or needed another ins implanted on other side. Doctor had seen the patient in the ambulatory area after surgery and the patient was concerned about urgency. Patient was advised to not worry about that because it was not happened but urgency did happened. Patient reported that when they got into the car, they had an uncomfortable increase in stimulation. Patient was able to decrease stim and the pain went away. Patient felt like stimulation was set at 1.9 and when they got into the car stimulation increased to like 3. Patient knew that the stimulation did not actually increase because they verified with the programmer. It was reviewed that to turn stimulation off during drive. Patient was going to see the doctor on (B)(6) 2016. Additional information reported on (B)(6) 2016 that patient mentioned that she was told that she has impedance issues and the representative by passed the impedance. X-ray was taken and it didn't show broken lead or anything wrong. Patient stated her urgency in prog#1 went down to 1-1.5 hours; patient tried prog#2 and that didn't work well. Patient services reviewed with reporter that programming around the electrode may or may not allow therapeutic benefit; it also depends on the patient's response to the stim. Patient services weren't able to get when patient has the "impedance" issue, or when she started to lose therapeutic benefit. Patient mentioned that hcp and her have talked about implanting on the other side if the current doesn't give her urinary relief. Patient also talked about how she got over active bladder (oab).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that during the first 7 months of the implantable neurostimulator (ins) being implanted it developed an ¿impedance in the left wire¿. The manufacturer¿s representative that was present was able to program a round the issue. The patient had 4 programs, 3 of which created pain. They were getting about 15% relief. It was also reported that when the patient sat in the car the stimulation would ¿shoot up¿. They stated if they were at 1.5 it would shoot up to 3. That was when the representative checked the impedance. Even now, in certain positions, the patient felt the impulse strongly. These issues occurred ¿8-9 months ago¿. The patient was going to follow up with their hcp on (B)(6) 2017.

Event description:
Additional information was received from a consumer (con). It was reported that the patient¿s implant wasn¿t giving them optimal relief and there was an impedance issue, so they implanted another device on the right side and "fixed the lead" on the left. Per the manufacturer's registry, the previous device device was explanted and a new ins replaced it on the left side and there was no right side implant, contradicting information that was reported. There were no further complications reported or anticipated.

Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that the patient couldn't increase stimulation above certain settings because it would be painful and uncomfortable, would make their toes curl, stimulation would "shoot" up/was painful when sitting in a car, and that there were impedance issues. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of the stimulation being painful when increased, stimulation shooting up/painful when sitting in a car, and the impedance issue was unknown. Follow up was performed but no information had been received at the time of this review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that healthcare provider implanted the first implanted neurostimulators about six years ago or five years ago and then implanted a second model which was different than the first one and neither one had given them a 15% relief. Agent asked the patient if they had made adjustments on both of the devices; patient said yes. Patient stated that if they increased the stimulation, their toes would start to come up or they would get spasms in the bottom of their foot. Patient confirmed that they had tried changing the programs as well.

Event description:
Additional information was received from the patient. The patient reported that the trial did not give her any relief but she told the healthcare provider to go ahead and put the permanent implant in. The patient reported that when she met with the rep the rep had the patient programmer and said oh there is impedance. The patient reported that she did not ask about the degree of impedance and did not know much about it. The patient reported that after she was implanted there was no impedance. The patient reported that the rep was able to bypass and reprogram the unit with 4 other programs. The patient reported that the healthcare professional (hcp) said if you are not getting that much relief let's wait and see what happens, we can put a new wire on the left side and connect the right wire to another ins on the right side. The patient reported that she did not know until then that she also had a lead on the right side that was not hooked up. The patient stated that she was told to keep a diary and was not able to contact the rep after that. The patient stated that she had not spoken to the rep in 3 months. The patient stated that she called a tech who worked with him and left a voicemail asking him to pass on the message and have the other tech call her. The patient reported that there was some relief after the rep bypassed the impedance and that she was on program 1. The patient noted that at first she could only go up to 1 because she started to feel pain if she increased. The patient stated that she was then able to increase to 1.2 v and at the time of report she was at 1.5 or 1.6 v and there was some relief. The patient stated that before the implant she would get the first urge at 45 min and at 1 hour and 15 minutes. The patient stated that she really felt extremely uncomfortable. The patient reported that if she was in the car or had things to do she just learnt to go with the feeling and do whatever she had to do until she got home. The patient then reported that she was on program 1 at 1.5 v. The patient stated that it was giving her maybe 15-20 minutes more relief but it was still not optimal. The patient also reported issues with stimulation since implanted. The patient stated that there was an interval between the sensation and the sensation was uncomfortable and then the toes would curl up a little bit. The patient reported that if she put another ins on the right side she would probably not be able to go to sleep. The patient reported that toes were curling from the very beginning. The patient stated that they were still curling but not that much. At the time of report she was hardly aware of it. The patient stated that if she pushed on the floor it would last for a few seconds and then it would be released. The patient reported that in the past they really curled up and she could not go to sleep. The patient stated that it was difficult and she had to lower the stimulation so that she did not have that feeling. The patient stated that she did feel stimulation at times in vagina. The patient noted that at first it almost felt like she had an infection or something and then she realized it was the stimulation. The patient stated that since she was implanted she did not feel stimulation all the time, only sometimes and it did not last very long. The patient also reported that starting about 5 months before the day of report every time she sat in a car all of a sudden the sensation would reach like a 10 but the patient programmer said it was at 1.2 v. The patient was also wondering why she could only increase up to 1 and could not increase more because it was painful. The patient stated that she then waited for maybe a week and was able to go to 2. The patient stated that she then waited a week and was able to go to 3. The patient reported that a few days before report she increased to 1.4-1.6 v and felt no pain. The patient stated that she got more relief the more she increased. The patient stated she had a fall 3-4 months ago and she landed on her back side but they took an x-ray and the lead did not move. The patient wanted to know if she would get the same good result when impedance is bypassed as a new wire put in that had no impedance. The patient was referred to talk with an hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.